Manufacturer narrative:
(B)(4). The device history record review for the product hemolok l clips (B)(4), lot number 73c1500434 investigation did not show issues related to the complaint. The device sample investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that during surgery the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One (1) clip of catalog number 544243 hemolok l clips 3/cart 42/box was received, it looks used, no original packaging was received, and lot # was not confirmed. During visual evaluation the single clip is missing a female boss. Failure mode broken at hinge was not confirmed with sample received, however; an alternate failure mode was observed; a female boss is broken; it's unknown why the female boss is broken. Functional inspection could not be performed due to physical condition of sample (single clip with female boss broken). Based on sample visual evaluation; clip received did not confirm the defect reported by the customer broken at hinge, however; an alternate condition was observed; female boss is broken. At this time is not possible to identify the root cause for the defect reported , and a corrective action for it. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: it was reported that during surgery the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.